Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, the root cause could not be determined as the reported issue was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full name e1: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source had spare lamp malfunction. The issue occurred at preparation for use for an unspecified procedure which was completed using similar device without any delay. There were no reports of patient involvement.